Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube extension at the distal tip. Material was found missing. Components adjacent to this tube extension do not show damage. Additional related observation: the instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the tube extension. The probable root cause of a broken tube extension and dislodged proximal clevis were attributed to damage during use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.